Event description:
It was observed that during the device evaluation, the videoscope exhibited the forceps port was loose and exhibited distortion. In addition, the control section had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the type of foreign material or root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions choledocho videoscope olympus chf type v chapter 3 preparation and inspection 3.6 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.